Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via email that before a meniscus surgery when the box was opened it was found that the package of the truespan 12 degree peek was opened. The surgeon was to opened another device for the procedure. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided that opening the box, it was found the opened packaging. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the sealing of the packaging or adhesion is not observed correctly, and it was identified that the device was out of the package; based on that; the customer complaint was confirmed. A manufacture investigation was performed to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. It is most probable that this type of failure can occurred during sealing and packing process. The failure was inspected and a closer look to the sealing and packing processes has been done. Nevertheless, there is no evidence of manufacturing anomalies on the paperwork reviewed. As per pfmea an complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI(: (B)(4).

Event description:
It was reported by the affiliate via email that before a meniscus surgery when the box was opened it was found that the package of the truespan 12 degree peek was opened. The surgeon was to opened another device for the procedure. No patient consequence and no surgical delay was reported. No additional information was provided.